Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the patient had a bd venflon¿ pro safety peripheral safety IV catheter inserted by an ambulance service, but later the patient "rolled over in bed and dislodged her cannula", leaving part of it broken off in her arm. The patient was reported to have visited the doctor the next day to have the broken cannula piece removed, but the operation was believed to be "unsuccessful" and the patient was discharged.

Manufacturer narrative:
Investigation: 2 actual samples were returned for investigation of this complaint. Sample 1 returned with cannula hub attached and white cap. Sample 2 returned with cannula hub attached and tube device. As the white cap and tube device does not belong to bd, no further investigation was done. The actual samples were subjected to visual inspection. A clean cut was observed on the catheter. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the catheter is broken in the manufacturing process, the defect part would be rejected by the automated vision inspection system as the product will not have any lie distance. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. Based on the investigation and analysis, the root cause of the reported nonconformance is not from the assembly process. The complaint is confirmed and product is out of specification.

Event description:
It was reported that the patient had a bd venflon¿ pro safety peripheral safety IV catheter inserted by an ambulance service, but later the patient "rolled over in bed and dislodged her cannula", leaving part of it broken off in her arm. The patient was reported to have visited the doctor the next day to have the broken cannula piece removed, but the operation was believed to be "unsuccessful" and the patient was discharged.